Manufacturer narrative:
Additional conformable gore® tag® thoracic endoprostheses involved in this event: - unk/unk, UDI unk - unk/unk, UDI unk - unk/unk, UDI unk. No lot numbers for the four devices involved in this event was available. Therefore, a review of the manufacturing records could not be performed. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Four conformable gore® tag® thoracic endoprosthesis fragments (18-152, 18-153, 18-154, and 18-155) were submitted in formalin for investigation to geprovas. The results of the investigation were provided to gore. The following is a summary of the ei observations: tissue present: yes minimal, scattered plaques of red/brown material was present on the abluminal and luminal surfaces of all devices. All lumens were widely patent. Locations/order of devices could not be determined, due to separation at time of explant and lack of procedural information. The following observations were made for the respective devices/ fragments: ¿ 18-152: reported as a 25mm x 86mm device. Wire was disrupted and detached from the proximal end of the device and the underlying graft material was constricted. Constraint sleeve appeared attached. ¿ 18-153: reported as a 30mm x 75mm device. The device fragment was transected at the proximal end of the graft, causing wire and graft discontinuity. The constraint sleeve was absent. ¿ 18-154: reported as a tapered 30-23mm x 91mm device. No disruptions were grossly identified. ¿ 18-155: reported as a 30mm x 90mm device. No disruptions were grossly identified. From gross images all material disruptions noted (i.e., material transections/cuts and wire discontinuities/displacement), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors) and grasping/pulling with surgical instrumentation (i.e., hemostat or forceps), likely used during the explant procedure. Request for additional analysis: no reason: material disruptions are consistent with those caused by surgical instrumentation during the explant process. Based on the ei's review of the geprovas report, no additional analysis is requested. H6: code 22 - according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to: reoperation and surgical conversion.

Manufacturer narrative:
In the fu#1 medwatch report sent on september 26, 2019, the following statement was included in error: "h6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications." Therefore, the statement is withdrawn. H6, results code 1: 3221 is confirmed as no lot numbers for the four devices involved in this event were available. Therefore, a review of the manufacturing records could not be performed.

Manufacturer narrative:
B3. Date of event: added.

Manufacturer narrative:
The lot# for the conformable gore® tag® thoracic endoprosthesis was not available. A review of the manufacturing paperwork was therefore not performed.

Event description:
The following information was reported to gore: on an unknown date, this patient underwent endovascular treatment for a type b acute aortic dissection and was treated with a conformable gore® tag® thoracic endoprosthesis. On an unknown date, the endoprosthesis was explanted due to the progression of the aneurysm disease.